Event description:
The customer reported that the packaging of the device was damaged. Upon receipt at covidien, a preliminary investigation of the device found that it self-activates when plugged into the generator.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.